Event description:
National complaint coordinator (ncc) reported two incidents of a blood leak with the psn 170 dialyzer occurring at the start of treatment. For each incident, it was reported that dialystate tested positive for blood. Estimated blood loss was reported as 200 cc per incident, as a result of discarding the extracorporeal circuit. No patient injury or medical intervention was reported for either incident per ncc.